Event description:
It was reported that the patient presented in clinic for a routine follow up. It was noted that the pace/ sense portion of the right ventricular lead exhibited noise oversensing. The pace/sense portion of the lead was capped and a new left bundle pacing lead was placed. The defibrillation portion of the complaint lead is still functional and remained in use. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).